Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had a lost sensor and issues with communication between their transmitter and their insulin pump. The issue was caused by the distance between the two devices. The customer did not return the product back for analysis.